Event description:
The customer reported to olympus that there was a static image issue while using the hd camera head. The issue occurred during preparation for use and there was a no delay. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty charge-coupled device. There was also a slice on the electrical cable and the device failed a leak test; all findings required repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image no longer displayed due to the failure of the charge-coupled device (ccd). The cause of the failure of the ccd likely occurred by flooding from the sliced part on the cable. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.